Event description:
Additional information was received on (B)(6) 2011 that the left ventricular lead was explanted on (B)(6) 2011. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. A revision procedure may be performed in the near future to reposition the lead. No adverse patient effects were reported.